Event description:
It was reported, the patient went through a metal detector the day of report and then had back pain. Every time the patient would bend over and stand up they had pain on their rib side. It was noted, the patient was going to wait until the day after report and they may call their doctor to have their device checked. Additional information from the healthcare provider stated, the patient did have a 50 percent or greater symptom reduction. It was noted that the cause of the event was not determined but that it occurred at a metal detector at the airport. The healthcare provider stated the event was not device related and the patient did not need reprogramming. The patient felt pain in their right lower back, plank and right lower quads after going through an airport metal detector. It was stated, it lasted one week and on (B)(6) 2014, the patient was still feeling pain but it was much better. There were no actions taken to resolve the event and the patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).